Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was observed to be in backup mode following a magnetic resonance imaging (MRI) procedure. The device was reprogrammed and the patient was in stable condition.